Event description:
Boston scientific crm received information that during a heart surgery procedure, all of the leads were disconnected from this cardiac resynchronization therapy defibrillator. Difficulty was experienced in opening the setscrews on the side of the header and the right ventricular and atrial leads could not be removed. Once the additional two setscrews on the top of the header were loosened; the atrial and right ventricular leads were able to be extracted. As the setscrews on the side of the header still could not be loosened the decision was made to remove and replace the device. The explanted device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device setscrews were examined for proper operation, the df+ and df- did not move when operated with a green guidant wrench. The ra ring setscrew was also found to be stuck. All other setscrews were found to move freely. The capture washers in the ring & tip were distended, this occurs from the setscrews being backed out too far with an incorrect or non-working wrench. This device was explanted and returned following a surgical procedure unrelated to device functionality which required temporary removal of the device from the patient. While disconnecting the device from the lead system, difficulty was encountered with the setscrew placement as a result, the df-, df+ and ra tip setscrews became bound against their respective capture washers. Due to the binding of the setscrews it was not possible to re-implant the device.